Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) was found that the battery life was insufficient, and there was no injuries occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field safety engineer(fse) was dispatched to evaluate the iabp unit. On-site inspection of the equipment confirmed that the battery was damaged. A new battery was ordered, the battery of the device was replaced and the function was restored. All functional tests of the equipment are carried out in accordance with the factory requirements. The test data are all within the qualified range and can be delivered to customers for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a